Event description:
It has been reported to philips that the wireless footswitch was defective. No harm has been reported to philips. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. Per the information collected, the wireless connection between the base station and wireless footswitch is lost intermittently and the base station or footswitch remains in error mode. When the base station or footswitch is in error mode it blocks x-ray switching functions by means of the wireless footswitch. Fse performed functional analysis and identified that led indicator of the base station and wi-fi indicator were red. It was confirmed that fco72200497 implementation failed as wireless footswitch did not pair with base station. To resolve the issue, fse replaced the wireless footswitch and wireless base station and then paired with wireless footswitch. Philips has initiated a medical device field safety corrective action (2021-igt-bst-020). The correction has been implemented at the customer and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.